Event description:
Clinical trial. Same case as MFR # 6000089-2007-01505, -01504. It was reported that post index procedure, the pt had acute coronary syndrome with a resulting target vessel revascularization (tvr). The pt presented to the index procedure with an acute myocardial infarction. The index procedure treated a de novo lesion in the mid left anterior descending artery (lad). The lesion was 3 mm wide, 20mm long and 100% stenosed. The physician predilated the lesion prior to implanting 3 taxus express2 stents; a 2.75x24 mm as well as overlapping 2.75x12 mm and 2.5 x 12mm stents. Residual stenosis was 0%. The pt received plavix, aspirin, heparin, isosorbide dinitrate and abciximab during the procedure. The pt was discharged 3 days later on aspirin, plavix, atenolol, simvastatin, and ramipril. Three months post procedure, the pt developed recurrent angina and was listed for elective coronary angiography. The pt was then admitted on day 130 with unstable angina/ acute coronary syndrome with elevation in troponin. Urgent coronary angiography showed subtotal occlusion with diffuse in-stent restenosis. Tvr consisted of balloon dilatation, cutting balloon inflation, and deployment of another manufacturers drug eluting stent. The event was considered resolved 2 days later. In the opinion of the physician, there is a probable relationship between the tvr and the stents.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.